Event description:
It was reported that st segment elevation and vasospasm occurred. A pulse field ablation pulmonary vein isolation (pvi) procedure for atrial fibrillation was performed using a farawave nav catheter. After pulmonary vein isolation was completed vasospasm occurred and st segment elevation was identified on electrocardiogram lead ii. Nitroglycerin and epinephrine were administered. The left coronary artery and right coronary artery were catheterized and no issues were identified. The patient was hospitalized and during hospitalization experienced a fall which required neurological testing. The patient recovered and was discharged one (1) day post index procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.